Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the lower case was cracked. Analysis also found the battery contacts were contaminated and the battery drawer was cracked. All covers and all attachments were missing. Five screws were missing in the lower case. It was noted atrial and ventricle connectors were dirty. It was also noted the upper case had some dents and this was considered acceptable.

Event description:
It was reported the housing was defective. The external pulse generator was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.